Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with vizigo and an irrigation issue during use occurred. In addition, a clot issue was observed. Event occurred intra operation. Not able to aspirate or flush the vizigo sheath. Suspected reason was a blood clot. Checked with transesophageal echocardiogram (tee) whether a blood clot was present at the tip of the sheath, could not be seen. Retracted the catheter to the right atrium in case a clot was present and stopped the procedure. After removing the sheath from the patient, a blood clot was found in the lumen of the sheath. Unfortunately, the catheter and all packaging material had already been thrown away and was immediately taken to the central garbage collection. The procedure was prolonged by 45 minutes as a result of the difficulties encountered with the device. Nothing reported at the day of the procedure. Additional information was received. The clot was on the tip electrode inside the lumen of the sheath. No error messages, but the physician noted that no fluid was entering the sheath and upon trying to aspirate or flush manually with a syringe, this did not work. Ngen generator used. Qmode at 50w, target temperature 47 and cut-off 55 degrees celsius. Pre-ablation flow 2 seconds and post-abl flow 0 seconds. Max impedance 250 ohm. Max low flow temperature 42 degrees celsius. No abnormalities during ablation with the temperature, impedance and power. The patient was anticoagulated. Act using octaray or optrell always > 300 sec. Was maintained throughout this case. The physician considered the clot was excessive. The physician considered the amount of clot observed caused a potential risk to this patient. After the procedure, she immediately went to see the patient to verify no brain damage (cva) took place. There were no signs that this happened, the patient seemed fine.

Manufacturer narrative:
The product return status was reported as available. During an internal review on 11-oct-2024, noted a correction to the 3500a initial as it should have not included under h11. Additional manufacturer narrative, ¿additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ in addition, correction to the following coding: h6. Type of investigation from device not returned (b17) to type of investigation not yet determined (b21). H6. Investigation findings from no findings available (c20) to results pending completion of investigation (c21). H6. Investigation conclusions from cause not established (d15) to conclusion not yet available (d16). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with vizigo and an irrigation issue during use occurred. In addition, a clot issue was observed. The bwi product analysis lab received a picture for evaluation on 08-nov-2024. The picture investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, a gauze with a clot was observed and even when the origin of the clot cannot be determined based on the images provided it may be related to event reported. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09-dec-2024 stating that the device was discarded. Therefore, h6. Type of investigation was updated from device not returned (b17) to device discarded (b18). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).